Event description:
The customer stated he was taken to the hospital for something not related to diabetes. While in the hospital, the customer stated he experienced low blood glucose levels below 20 mg/dl. The customer stated that his medical doctor decided to take him off the insulin pump because he had been experiencing low blood glucose levels for a while. Troubleshooting was performed and the customer stated there were several boluses recorded in the bolus history, which he felt he never programmed. Specifically, there was a 25 unit bolus which the customer stated he did not program. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.